Event description:
It was reported that patient presented to clinic for generation change due to normal eri. Pre-op fluoroscopy reviled eternalized conductor. No electrical anomalies were present. Physician capped and replaced the lead on (B)(6) 2017. Patient was stable before during and after procedure.